Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported by a customer support agent that the user¿s ilet touchscreen was unresponsive and stuck following minor cracking on the display. The user stated the device may have struck a metal bedframe while attached. A replacement was arranged, and the user confirmed back-up therapy was available. No blood glucose impact was reported.